Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer had a high blood glucose of 400 mg/dl. Mode of treatment for high blood glucose was unknown. Customer declined troubleshooting for high blood glucose level. Insulin pump will not be returned for analysis.